Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the investigation results, the gap in the adhesive area between the z-block (server plug unit) and the distal end, chipped adhesive around the objective lens, and discoloration of the light guide lens are most likely due to component failure. However, the cause of the residual liquid in the c-cover could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, the duodenovideoscope had a gap in the adhesive area between the z-block (server plug unit) and the distal end. The adhesive around the objective lens showed chipping, there was discoloration inside the light guide lens, and residual liquid was present in the c-cover. There was no patient involvement.